Event description:
Stopcock comes apart when fluid is introduced, and port breaks off. Burron medical representative arranged for change out of lot 91j0412. New lot 431738 received 3/23/92. Proble had been experienced in cardiovasculat intensive care unit.this report is in compliance with the safe medical devices act as the result of previous correspondence.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.